Manufacturer narrative:
The used return samples were visually inspected and tested for flow and tightness. All test results were within specifications. The problem mentioned by the customer could not be reproduced.

Event description:
Patient reported that while administering a bolus, insulin flowed out of the infusion set tubing next to the cannula. Patient stated the infusion set cannula had been worn less than 24 hours. Patient reported encountering this issue with 4 of the cannulas in this lot. No further information is available. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion set for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in a supplemental report.